Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the duodenum performed on (B)(6), 2013. According to the complainant, during the procedure, when the physician deployed the stent the guide catheter broke and stayed in the stent. The ercp endoscope and rest of the delivery system were removed from the patient and an egd endoscope was introduced to remove the broken guide catheter. The guide catheter was successfully removed and the stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide patient age and date of birth; however patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.